Event description:
Pt was enrolled in a post-market clinical trail with a foot ulcer. Ulcer was dressed with aquacel ag dressing in the clinical trial. Pt has a history of diabetes, neuropathy and chf. Pt's ulcer became infected and they developed osteomyelitis, resulting in hospitalization. The pt received IV antibiotics and surgical debridement. The adverse event was resolved in 04.